Event description:
It was reported that the plate rode up the screw upon insertion. The surgeon held down the plate with back of debakey.

Manufacturer narrative:
Temporary fixation pins are available to hold the plate during screw hole preparation. Placement of two pins diagonally from each other is recommended for stabilization of the plate on the anterior vertebral column.